Manufacturer narrative:
Combination product: yes after the successful procedure to treat isr coronary angiography revealed next day a total occlusion which was treated successfully with laser ablation and additional des placement. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation no device deficiency or manufacturing related root cause could be identified. The treating physician commented that the reported occurrence is more likely due to drug dosage timing rather than device-related issues. Other des revealed the same phenomenon. After entering the cathlab, heparin was started, but due to preparation to the device time was very fast, so it is possible that the drug was not effective until des implantation.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient admitted at the hospital on (B)(6) 2021 with acute myocardial infarction. An orsiro des was selected for treatment of the detected re-stenosis in a previously implanted des in the rca. Dapt was initiated on (B)(6) 2021. After returning to the ICU, the chest symptom recurred and the next day, angiography showed total occlusion. Treatment with an excimer laser and implantation of a des was performed. The patient was discharged afterwards. The physician commented that this event occurred more likely due to drug dosage timing rather than device-related issues.